Event description:
After a skiing accident, the device moved out of the cochlear, as confirmed by CT images. A change in hearing was not reported. Re-positioning surgery is considered, but the user currently is suffering from an infection.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
After a skiing accident, the device moved out of the cochlear, as confirmed by CT images. A change in hearing was not reported. Re-positioning surgery was scheduled, but as the user had an infection not related to the implant the surgery had to be postponed. Repositioning surgery is no longer being scheduled as the user is still satisfied with her hearing impression.

Manufacturer narrative:
Additional information: according to the limited information received from the field the electrode migrated out of cochlea after an accident. Reportedly the hearing performance is not affected. The device remains implanted and in use. This is a final report.